Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported issues with the infusion sets during the insertion process. Reportedly, the tubing was not grooved like it used to be and when the patient opened the box, and tugged the tubing, it was found that the tubing was not glued. The patient stated the infusion set's tubing detached where the tubing went into the infusion set. The site location was in the back of patient's hip and the pump was on the same side in the front pocket. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.